Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01634; related manufacturer reference number: 1627487-2021-01636; related manufacturer reference number: 1627487-2021-01637. It was reported the patient was not receiving effective stimulation. Surgical intervention may be pending to address the issue.